Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
During a procedure, one of the spikes on the validation tool fractured. It is unknown if any pieces fell in to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Method: examination of returned device found no evidence of product non-conformance and confirmed reported condition; one drive pin had broken and was no longer captured in the validation tool. A conclusive root cause of the event cannot be determined with the available information.

Event description:
During a procedure, one of the spikes on the validation tool fractured. No pieces were retained by the patient.